Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("imaging showing perforation of essure coil") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysfunctional uterine bleeding, pelvic pain female, parity 2, gravida ii, shortness of breath, coronary artery disease, alcohol use and smoker. Previously administered products included: oral contraceptive nos. The patient had a family history of colon cancer. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. The reporter commented: more than one related surgery-n. Previously reported essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: pelvis. 1. No acute inflammatory change. Appreciated within the abdomen or pelvis. Normal appendix. Prominence of the renal pelvis bilaterally which may correspond to small extrarenal pelvis is more mild dilatation of the renal pelvis. No ureteral stone or bladder stone. Left ovarian/adnexal cyst measuring 2.7 cm. The right essure coil does not appear to be associated with the right fallopian tube and appears to have migrated into the uterine fundus and may partially extend outside of the uterus. This may warrant confirmation of continued fallopian tube occlusion and evaluation for partial extrauterine migration of the microcoil. [Hysterosalpingogram] on 03-aug-2012: bilateral tubal occlusion with essure. Please notify patient that patient can stop alternative contraception [pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: uterus, cervix, bilateral fallopian hysterectomy and salpingectomy: cervix: endocervical inflammation, reactive change and nabothian cysts. Endometrium: exogenous hormone effect. Myometrium: superficial adenomyosis. Serosa: no significant pathologic change. Bilateral fallopian tubes: tubal occlusion with mispositioned essure coil on right side gross: an essure coil perforates the right posterior fundal portion of the uterus. The posterior myometrium is 2.0 cm in thickness with the aforementioned mispositioned essure coil. The posterior endometrium is 0.3 cm in thickness and is without abnormality. There are three fragments fallopian tube the intact fallopian tube is 5.5 cm in length with a maximal diameter of 0.5 cm. An essure coil projects from the proximal end. The fragmented tube is 6.0 cm in aggregate length with a maximal diameter of 0.4 cm. [Pregnancy test urine] on (B)(6) 2012: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with uterine perforation. Medical history, lab data & reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.